Manufacturer narrative:
Analysis of the returned ins (B)(4) found no anomaly. The ins was connected to two leads. The electrodes of the leads were placed in a 0.9% saline solution. Impedance was measured with a physician programmer and there was good impedance on every electrode pair.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a procedure on (B)(6) 2016 to implant an implantable neurostimulator (ins) for a patient with non-malignant pain. It was reported that the ins was implanted and then explanted due to several impedance checks all being high (greater than 10,000 ohms). Troubleshooting included removing the lead tails, wiping, replacing and switching the ports. A check with the multi-lead trialing cable showed that the leads themselves were not impeded. The physician felt that it was the ins that caused the issue and decided to have another opened and used. The patient had quite a bit of bleeding during the procedure and the lead tails may not have been wiped properly prior to placing them in the ins. After the other ins was implanted, there were no impedance issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.